Event description:
Boston scientific received information that this device reached end of life (eol) early due to extended charge time behavior, which may be an indication of an out of specification condition. Additionally, it was alleged that the battery for this device depleted prematurely. No adverse patient effects were reported. The device will be replaced in the near future.

Manufacturer narrative:
With current information, the device remains in service. No other information is available at this time.